Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. Traces of moisture were found at the liquid crystal display circuit board during the visual inspection. The insulin pump was received with a cracked case at the display window corners, cracked display window, a broken belt clip slot, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported going into the pool while connected to the insulin pump. Customer's blood glucose was unknown. The customer reported the display went black after the moisture exposure. It was also found the insulin pump was vibrating without an alarm or alert. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.